Manufacturer narrative:
Analysis of historical records: the device involved in this event has not yet been received by orthofix (B)(4). Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the device involved in this event has not yet been received by orthofix (B)(4). Orthofix (B)(4) is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical investigation will be available. Orthofix (B)(4) has requested further information on the event such as device batch number, body part to which device was applied, patient information (age, sex and weight), date of the device replacement, code of the fixator used, copies of the operative reports, copies of the x-ray images, current health condition of the patient and the device availability for the technical evaluation. Unfortunately, this information has not yet made available. As soon as further information will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Surgeon name: dr. (B)(6). Date of initial surgery: (B)(6) 2018. Body part to which device was applied: no response. Surgery description: correction. Patient information: no response. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: "per rep (ryan montgomery), the patient was at home distracting and the center piece of the 30008 came out. The rep had another one and was able to replace it at the doctor's office". The complaint report form also indicates: the device failure did not have any adverse effects on patient; the initial surgery was completed with the device. No other information was provided. (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code 30008 lot e76 before the market release. No anomalies have been found. The original lot, manufactured in 2012, was comprised of 175 devices. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received in regards to this specific device lot. Technical evaluation: the returned device, received on january 31st, 2019, was examined by orthofix quality engineering dept. The device was subject to visual and dimensional check, which evidenced that the two parts of the cd unit were separated with the stop mechanism being broken. In order to verify the root cause of the event, a functional and microscopic analysis was performed which demonstrated that the cd unit before disassembling had the stop mechanism in place, which was then forced over its maximum extension during use. For your information, all cd units are subject to a 100% functional control prior to being released to the market. Medical evaluation: the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "I note that in this case a paediatric compression-distraction unit, 30008, failed to function and the "centre piece came out." The device was replaced and the distraction continued. I don't know what this description means, but the important bit of information is that the device stopped functioning and needed to be replaced. In this patient there was no problem." The technical report has shown clearly that the cd unit in question was in excellent working order. I suggest that it might have been possible for the separation to have occurred during use, by a parent increasing the torque to produce the required length. It is possible that the prescription given to the parent of this patient (or to the patient themself) required slightly more length than the unit was able to provide. We do not know enough about the details of this case to judge that. We do know that it is part of the management of any lengthening to check that there is enough room on the cd unit to provide the amount of length required. It is possible in this case that this did not happen. We also know that the surgeon responsible for the patient should have told the patient / family that they should contact the hospital as soon as any malfunction occurred". Final comments: the results of the technical evaluation evidenced that the cd unit before disassembling had the stop mechanism in place, which was then forced over its maximum extension during use. A complete medical evaluation of the case was not possible as no information about the diagnosis and x-rays have been made available. Considering the event description, a cd unit came out, but no information has been provided on the actual procedure put in place, such as pre and post operative x-rays. Orthofix tried to collect all the information necessary to determine the patient current health condition in order to verify the resolution of the event. Unfortunately, this information was not made available. Should further information are received, orthofix srl will promptly re-open the investigation on the case. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon name: dr. (B)(6). Date of initial surgery: (B)(6) 2018. Body part to which device was applied: no response. Surgery description: correction . Patient information: no response. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: "per rep (B)(6), the patient was at home distracting and the center piece of the 30008 came out. The rep had another one and was able to replace it at the doctor's office." The complaint report form also indicates: the device failure did not have any adverse effects on patient. The initial surgery was completed with the device. Further information received from orthofix inc on january 22nd, 2019 body part to which device was applied: left leg. Patient information: 5 years, female, height 3'2." Additional event description: rep reported that the patient was a 5 year old female being treated for tibial lengthening. The patient was put under anaesthesia to place the device. Working device placed in office. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records: the device involved in this event was not returned to orthofix (B)(4). Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: a technical evaluation of the device concerned was not possible as the device was not returned to orthofix (B)(4). Medical evaluation the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "I note that in this case a paediatric compression-distraction unit, 30008, failed to function and the "centre piece came out". The device was replaced and the distraction continued. I don't know what this description means, but the important bit of information is that the device stopped functioning and needed to be replaced. In this patient there was no problem". Final comments: a technical evaluation of the device concerned was not possible as the device was not returned to orthofix (B)(4). The technical evaluation will be performed as soon as the device becomes available. The medical evaluation evidenced as follows: "I note that in this case a paediatric compression-distraction unit, 30008, failed to function and the "centre piece came out". The device was replaced and the distraction continued. I don't know what this description means, but the important bit of information is that the device stopped functioning and needed to be replaced. In this patient there was no problem". A complete medical evaluation of the case was not possible as no information about the diagnosis and x-rays have been made available. Considering the event description, a cd unit came out, but no information has been provided on the actual procedure put in place, such as pre and post operative x-rays, nor the product involved has been returned for evaluation, nor the product lot number have been disclosed. Orthofix tried to collect all the information necessary to determine the patient current health condition in order to verify the resolution of the event. Unfortunately, this information was not made available. Therefore, it is not possible to draw any conclusion with regards to the complained cd unit. Should further information and/or the device involved are received, orthofix (B)(4) will promptly re-open the investigation on the case. Orthofix (B)(4) continues monitoring the devices on the market. (B)(4).

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Surgeon name: dr (B)(6). Date of initial surgery: (B)(6) 2018. Body part to which device was applied: no response. Surgery description: correction. Patient information: no response. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: "per rep ((B)(6)), the patient was at home distracting and the center piece of the 30008 came out. The rep had another one and was able to replace it at the doctor's office". The complaint report form also indicates: the device failure did not have any adverse effects on patient. The initial surgery was completed with the device. Further information received from orthofix inc on january 22nd, 2019 body part to which device was applied: left leg. Patient information: (B)(6), female, height 3'2". Additional event description: rep reported that the patient was a (B)(6) female being treated for tibial lengthening. The patient was put under anaesthesia to place the device. Working device placed in office. (B)(4).